Event description:
It was reported that during a single sight laparoscopic hysterectomy procedure, a lot of smell started coming from the instrument - tissue pad completely gone. Case completed with another device of the same product code. There were no patient consequences reported; but it is unknown where tissue pad is. One device will not be returned.

Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent.